Manufacturer narrative:
1/6/1998-supplemental report #1 sent to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.